Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient¿s left ventricular lead was pulled back and was not capturing. The lead was capped and replaced on (B)(6) 2019. Patient was discharged.

Manufacturer narrative:
Correction: please retract this report 2938836-2019-00547. This event was previously reported on MDR 2938836-2019-00544 under the correct serial number (B)(4).